Event description:
Received notification from a suros field rep that, during a customer visit, the customer gave her a box of atec ng09 needle guides they had received, in which the primary packaging (sterile barrier) was not sealed properly. The unsealed packaging is very evident, and no product was used clinically. This MDR is for only the ng09 needle guides, which are a component of the atec breast biopsy and tissue excision system, not the system as a whole.

Manufacturer narrative:
Conclusion: packaging integrity - sterile barrier may be compromised in some cases. Device evaluation results: in 5/2006, a suros surgical systems field rep, notified suros quality that a customer had given a box of needle guides they had received in which there were unsealed individual pouches. (Atec ng09, lot 603006). The customer had immediately noticed the defect when opening the package, and did not use any of the guides. Quality requested that the suspect box of needle guides be returned to the home office for evaluation as quickly as possible. The box of needle guides was received by quality in 5/2006, and was immediately inspected via a visual examination. The inspection confirmed the report that the individual pouches were not sealed.